Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the 4195 lead was causing muscle stimulation. The threshold was reprogrammed, and the patient had no more muscle stimulation. Multiple unsuccessful attempts were made to follow-up with the caller to obtain the serial number of the lead. The lead remains in use. There were no patient complications reported as a result of this event.